Event description:
There have been four occurrences of the IV tubing being loaded backwards through the infusion pump over the last year. This will result in fluid being pumped backwards and some blood has been seen in the IV tubing. However no pt injuries have resulted.